Event description:
Freedom 60 infusion pump failed during infusion. Turn dial not moving the syringe. It appears that the pump has reached the end of its usable life and simply wore out. FDA safety report ID# (B)(4).